Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3), elecsys ft3 iii ver. 2 (ft3 v2), and the elecsys ft4 iii assay on multiple roche analyzers. No incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 v2 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was collected on (B)(6) 2022 and initially tested with ft3 v2 and ft4 on the customer's cobas 8000 e 801 module on (B)(6) 2022. The sample was treated with a 25 % polyethylene glycol (peg) solution and repeated on the customer's e 801 analyzer. The sample was repeated using the wako accuraseed ft3 and ft4 methods. The sample was provided for investigation, where it was tested with the ft3, ft3 v2, and ft4 assays on a second e801 analyzer on 24-jun-2022. During investigations, the sample was also tested with the ft3 and ft3 v2 assays on a cobas e 411 immunoassay analyzer. The sample was also repeated using the abbott architect ft3 and ft4 methods on (B)(6) 2022. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot 547180, with an expiration date of 31-aug-2022 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with the presence of an interfering factor in the sample which interferes with the ft3 assay.